Event description:
Complainant alleged that during training with a mannequin, when the autopulse resuscitation system was powered on, it displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. Customer also reported that the autopulse would not perform any portion of the take-up of the lifeband. When the green start button was pressed, the autopulse displayed a user advisory ua07 message, with no movement of the lifeband. No patient involvement was reported. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform displaying a user advisory 7 fault (discrepancy between load 1 and load 2 too large) was confirmed based on review of the archive as well as during powering on of the platform prior to functional testing. Inspection of the platform confirmed that the fault had been caused by a failed load cell. Note: per the autopulse user guide, a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator. Per the battery hangtag-advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the patient is out of position or the patient is not properly centered.